Event description:
Report alleges pt complains that their right breast has been changing for the past two years, being softer, more droopy and flatter without history of trauma. In addition, pt complains of progressive systemic symptoms including arthralgias/myalgias (the left being greater than the right, positive for morning stiffness), paresthesias/dysesthesias, fatigue, sleep disturbances, adenopathy, headaches, visual changes, dizziness, memory loss, sicca, hair loss, oral sores, sensitivity to sun, weight gain and gastrointestinal/genitourinary disturbances.